Event description:
It was reported that on an unknown date in 2023, a 19mm epic supra valve was chosen for a aortic valve replacement (avr) procedure. The valve was implanted. After the procedure, the patient was taking warfarin. On (B)(6) 2024, a follow up was conducted and a thickening of the valve leaflets was confirmed by transthoracic echocardiogram (tte) and contrast-enhanced computed tomography (CT). A thrombosis was suspected on the leaflet. Patient's international normalized ratio (inr) was 1.08 and heparin was given. The patient developed circulatory failure and went into shock, and auxiliary circulation was introduced. The physician decided to do a redo procedure. The patient was reported stable.

Manufacturer narrative:
An event of circulatory failure and patient went into shock was reported, and auxiliary circulation was introduced. It was reported that thickening of the valve leaflets was noted during follow-up. Also reported that a thrombosis was suspected on the leaflet. A more comprehensive assessment, including histopathological examination of the valve tissue, could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The UDI number is not known as the part and lot numbers were not provided. The date of implant estimated as (B)(6) 2023 as the device was reported to have occurred on an unknown date in the year prior to report. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown date in 2023, an unknown size epic valve was chosen for a aortic valve replacement (avr) procedure. The valve was implanted. After the procedure, the patient was taking warfarin. One year later a follow up was conducted. Thickening of the valve leaflets was confirmed by transthoracic echocardiogram (tte) and contrast-enhanced computed tomography (CT). A thrombosis was suspected on the leaflet. No intervention was reported.